Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was presented to the hospital for a routine device upgrade. Pacing inhibition and ventricular asystole due to crosstalk were observed after device implant. Programming changes were made. Patient was doing well.